Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported during a surgery on (B)(6) 2017 a znn lag screw could not be placed through the nail as it would not line up with the nail holes. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the returned lag screw shows massive circular marks on the shaft area. It can be assumed that this area of the lag screw could not be inserted through the nail hole. No other damages or deformations can be detected. - the reported event describes that the surgeon was not able to insert the lag screw through the nail hole. Therefore the diameter on the thread area and also the diameter of the shaft were measured according to product drawing. The outer diameter of the thread should be 10.3 (+0.05/-0.05). Measured values: 10.31, 10.30 and 10.31. The measured values are within the required specification. The outer diameter of the shaft should be 10.5 (-0.02/-0.05). Measured values: 10.46, 10.46 and 10.47. The measured values are within the required specification. Review of product documentation - the surgical technique describes the correct placement of the lag screw. "For the standard and modular standard guides, instruments marked blue are utilized to place the lag screw. Marks on the targeting guides near the holes indicate the color of cannula that should be passed through that specific hole. The chart below details the color coded instruments that are used to target and place the lag screw. The lag screw hole labeled 125 is designed to be used with the long and short nails containing a 125º ccd angle, the lag screw hole labeled 130 is designed to be used with the long and short nails containing a 130º ccd angle, and the lag screw hole labeled 135 is designed to be used with the long and short nails containing a 135º ccd angle". Root cause analysis root cause determination using rmw : - damage of lag screw due to users not choose the proper alignment and position for lag screw placement - possible, it is most possible that the chosen ccd angle of the targeting guide and nail were not aligning. - jammed implant due to improper use/connection of instruments leading to incorrect screw insertion - possible, it is most possible that the chosen ccd angle of the targeting guide and nail were not aligning. - lag screw damaged or tap stripping connection due to users apply much/not enough forces to tight the lag screw inserter and the lag screw leading to damage of lag screw or tap stripping - possible, no surgical report of implantation was provided. It bis unknown how the user did perform the lag screw placement. Conclusion summary the lag screw was returned for investigation. The visual examination showed some circular marks around the shaft area. The performed measurement of the lag screw (outer diameter of the thread and shaft) did not show any deviation. The measured values are within the required specifications. The review of the surgical technique describes that the correct and appropriate ccd angle between targeting guide and nail has to be chosen. In this case it is most possible that the chosen ccd angle of the targeting guide and nail were not aligning. According to the surgical technique the lag screw hole labeled 125 is designed to be used with the long and short nails containing a 125º ccd angle, the lag screw hole labeled 130 is designed to be used with the long and short nails containing a 130º ccd angle, and the lag screw hole labeled 135 is designed to be used with the long and short nails containing a 135º ccd angle. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or source documents for review. Additional information has been requested and is currently not available. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming.   A cause for this specific event cannot be ascertained from the information provided.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported during a surgery on (B)(6) 2017, a znn cmn lag screw could not be placed through the nail as it would not line up with the nail holes. The surgery was successfully completed with another device with no delay.